Manufacturer narrative:
The patient remains on-going on vad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the patient's driveline infection continues, now with enterobacter cloacae. No further information is available at this time.